Event description:
It was reported that following an anterior support procedure in 2008, the pt immediately experienced two urinary tract infections post-operative. Approximately 2-3 months post-operative, the doctor noted exposed material. The mesh was visible underneath the suture line. The exposed piece of mesh was described as 2-3 cm round at the apex and the exposed piece was removed on approx four months later. The pt was treated with cipro antibiotic. Current status of pt is described as too early to know. No further complications have been reported.

Manufacturer narrative:
The lot number is unk therefore no review of the device history record could be performed. The section of the exposed mesh material returned for evaluation was visually inspected and measured. One piece of mesh was measured to be approximately 1.5cm x 2.5cm and a smaller piece of mesh was measured to be approximately 1cm x 0.75cm. It was verified that the pieces of material returned was mesh. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstructions and the implantation of nonabsorbable meshes.